Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review for the reported batch confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery treatment procedure a balloon rupture occurred. The physician accessed the femoral artery. The 90% stenosed denovo lesion was located in the moderately tortuous and severely calcified superficial femoral artery. The physician used a sterling mr 6.0x40x135 balloon for post dilatation. The balloon was inflated to 14atms five times. On the sixth inflation the balloon ruptured after being inflated 30 seconds. The procedure was completed with the device. No patient complications were reported and the patient's status is good.